Event description:
Event description cpi received information that at a follow-up visit, 1 month after implant, the physician noted a high threshold value. The physician elected to perform an invasive procedure and found this atrial bipolar lead (4271) had dislodged. The lead was repositioned and remains implanted. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.